Manufacturer narrative:
Date rec'd by MFR: 19apr2019. Usage of device: correction to "reuse". Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that during the test, the unit would not operate from ac power if the battery was disconnected. The fse advised the customer to replace the power management board. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that the unit failed "power fail" testing during performance verification testing. There was no patient involvement. Event date not specified; estimate used.